Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after perceived overcorrection by the automated insulin delivery algorithm, with concerns that insulin on board was underestimated and that repeated corrections led to a subsequent sharp glucose decline despite suspension. Symptoms included a documented blood glucose of 54 mg/dl. Outcomes included self-treatment with oral carbohydrates without the need for third-party assistance or glucagon and no alarms reported. Investigation included a review of insulin action parameters and user education during an initial training session, including explanation of insulin duration and algorithm behavior, as well as confirmation of device registration and data syncing. Investigation of this case revealed user-reported perception of insulin stacking without objective evidence of device malfunction. It was concluded that the event was hypoglycemia with unclear cause and that additional training was provided to address algorithm and iob understanding. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.